Event description:
It was reported that the user experienced a hypoglycemic event at 48 mg/dl for an unclear reason while using the ilet with a contact detach 23-inch infusion set and self-treated with oral glucose, after which blood glucose stabilized. Investigation of this case revealed no identifiable device malfunction and that the cause of the hypoglycemia was unclear. Symptoms included blurry vision consistent with hypoglycemia. Outcomes included an urgent low glucose event that resolved with treatment without medical intervention. It was concluded that the event was related to hypoglycemia of undetermined cause with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.